Manufacturer narrative:
Follow-up information received on 16-jun-2016: no further information was obtained despite follow-up attempt. Follow-up received on 17-jun-2016: quality-safety evaluation: this adverse events report is related to a product technical complaint (ptc). (B)(4). Lot number d40627: production date 15-dec-2014; expiration date 28-dec-2017. (B)(4). In this case, no product was returned. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, it is possible the essure device could have been defective prior to removal from the package. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. A review of similar cases for this batch resulted in no similar ae cases identified. No specific quality issue was defined, therefore no meddra llt can be provided. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 21-jun-2016 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment this medically confirmed spontaneous case report received via regulatory authority refers to a female patient who had essure (fallopian tube occlusion insert) inserted and experienced strong pelvic pain episodes. This pelvic pain is listed in the reference safety information for essure. Although the temporal relationship was not provided, considering that essure may cause pelvic pain, the causal relationship with essure inserts cannot be excluded. This case was regarded as other reportable incident due the strong pelvic pain that did not lead but could have led to a serious deterioration in health under less fortunate circumstances. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. No further information was obtained despite follow-up attempt.

Event description:
This is a spontaneous case report received from a (B)(6) regulatory authority (B)(4) ((B)(4)) in (B)(6) on (B)(6) 2016 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted (lot number d40627). On (B)(6) 2016 the patient experienced strong pelvic pain episodes, swollen and painful belly, haemorrhagic menstruation, shorter menstrual cycles, important fatigue, and allergy to nickel. Company causality comment: this medically confirmed spontaneous case report received via regulatory authority refers to a female patient who had essure (fallopian tube occlusion insert) inserted and experienced strong pelvic pain episodes. This pelvic pain is listed in the reference safety information for essure. Although the temporal relationship was not provided, considering that essure may cause pelvic pain, the causal relationship with essure inserts cannot be excluded. This case was regarded as other reportable incident due the strong pelvic pain that did not lead but could have led to a serious deterioration in health under less fortunate circumstances. Further information has been requested. A product technical complaint analysis is being sought.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs